Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Customer follow-up found that the device could not be adequately reprocessed due to the elevator wire issue (broken). The distal end area / around forceps elevator area could not be manually brushed adequately. The customer was unaware of what the foreign material was. There was no delay in pre-cleaning, the air/water nozzle was flushed with water and air, there were no issues with the accessories used for reprocessing, the endoscope was immersed in detergent solution, they used clean lint-free materials to wipe/brush the air/water nozzle and the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at bending section cover. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection -states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of broken elevator wire was confirmed. The device evaluation found the following reportable malfunctions identified in b5: foreign material on; forceps elevator, k-wire, and adhesive on bending section cover. The device was reprocessed at the customer facility before sending to olympus. The following non-reportable findings were found during evaluation: water tightness was lost due to a cut on bending section cover, water tightness was lost due to a dent on connecting tube, foggy image occurred due to damage on charged coupled device unit, nozzle was deformed, objective lens had a scratch, k-wire was completely cut off, adhesive on bending section cover was detached, connecting tube had a scratch, connecting tube had a wrinkle, bending angle in down direction did not meet the standard value due to wear of angle wire, forceps channel port was shaved, suction cylinder was shaved, switch 1 had a scratch, suction cover had a scratch, switch box had a scratch, universal cord had stain, universal cord had a scratch, right/left knob had stain, and upward/downward angulation control knob had stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope elevator wire was broken. The issue was found during a therapeutic common bile duct (cbd) stone retrieval. Another similar device was used to complete the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material on; forceps elevator, k-wire, and adhesive on bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.